Event description:
The customer reported low lighting during an unspecified therapeutic procedure involving an Olympus xenon light source while the patient was under sedation. The procedure was completed using the similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.